Manufacturer narrative:
H.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. As the sample returned was open the root cause cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the patient's verbatim report, upon priming at a 2-unit dose, the volume of the drug solution coming out was smaller than usual.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about needle clog. According to the patient's verbatim report, upon priming at a 2-unit dose, the volume of the drug solution coming out was smaller than usual.